Manufacturer narrative:
Visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: no conclusion can be drawn. Based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated, the surgeon was inserting a single piece silicone lens, model aa4204vf and the lens tore. The surgeon removed the lens with no pt injury and without enlarging the incision. Another lens was inserted and sutures were not required to close the incision.